Event description:
It was reported that a large volume infusor did not flow. This was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The lot was manufactured from april 26, 2022 - april 27, 2022. The device was received for evaluation. The sample had been disassembled and the bladder punctured to drain the fluid out of the bladder. A functional flow rate test could not be performed due to the punctured bladder. The examination on the flow restrictor revealed that the root cause of the flow problem was due to a series of micro-air bubbles blocking the fluid path inside the lumen of the capillary glass. The capillary glass is located inside the flow restrictor housing where fluid passes through before entering the patient, and air bubbles inside the lumen of the capillary glass can be attributed to improper filling technique during product use (filling step). The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.